Event description:
It was reported that this system was part of a system revision due to infection. The implantable cardioverter defibrillator (ICD) and the right ventricular (rv) lead were explanted. No additional adverse patient effects were reported.